Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was placed on medial side of anterior and posterior leaflet (a2p2). It was decided to place the second clip on lateral side to the first clip. Second clip was inserted, advanced into the valve and no interaction with first clip was observed. Leaflets were grasped and clip was closed. It was observed in the flouro that both the clips were moving. It was decided to open the clip and reassess. On opening the clip, it was observed that the first clip trajectory has changed. On reassessing, it was determined that first clip was canted, but the clip was attached to both anterior and posterior leaflets and tear was observed on the posterior leaflet lateral to the first clip. Second clip was implanted more laterally on the leaflet. Guide was removed from the patient. Intra-aortic balloon pump was placed to support the patient post procedure. On the next day, patient was stable. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided, the reported migration resulting in tissue injury and mr appears to be likely related to friable or abnormal leaflets (patient conditions). Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.